Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using two proglide devices relative to a valvular procedure. Reportedly, a cuff miss occurred with both proglide devices. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the moderately calcified right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a valvular interventional procedure. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the valvular procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.